Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent ankle orif surgery for trimalleolar fracture on tibiofibular joint. In the surgery, after the dfp was placed, while applying compression between the tibia and fibula using fibulink, there was a loud cracking sound and the fibulink and tensioning cap came off together. It appears that the anchor (permacord) had broken. Since only one set of fibulink was available, the operation was terminated by removing the tibia screw. The surgery was completed successfully with thirty minutes surgical delay.